Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown and now won't power on. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device wouldn't power on. When the customer attempted to plug the device alternating current (ac) power, no leds illuminated, and the device continued to not power on. The customer stated that the device would not power on with only battery power either. The customer then attempted to swap the ac power cord, but the issue persisted. The customer swapped the battery and the unit powered on. The customer was provided with troubleshooting steps per the v60 device's service manual. The customer found that the device did not have 24 volts coming in, but it did have 120 volts coming in from the ac inlet. The customer was advised by the rse to replace the power supply, and the rse provided the power supply part information.